Event description:
It was reported that during a percutaneous angioplasty procedure, deflation and withdrawal difficulties were encountered. The lesion being treated was located in the moderately tortuous anterio-venous shunt on the venous side. It is unknown if there were any difficulties in advancing the symmetry balloon to the lesion. Two inflations were performed to 15 atms without difficulty. Following the second inflation, deflation difficulties occurred. The physician was unsure if the balloon deflated fully, "felt it took longer to deflate the balloon than usual". The physician then attempted to withdraw the device into the introducer sheath, however, he could only pull "a little proximal part of the balloon" back into the sheath. The physician then performed a cut-down incision, and the symmetry balloon and introducer sheath were removed as a unit. The patient did not experience any symptoms during these difficulties. The procedure was completed with this device, and no patient complications were reported. Patient status was reported as 'good'.